Event description:
The operator attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. It was reported that the operator encountered difficulty when advancing the device. Once the device was inserted, the needles were deployed. When the operator attempted to remove the device, difficulty was encountered and the site was noted to have pulsatile flow. The device was exchanged for a 7 fr. And then the 18 fr. Sheath and the site still continued to ooze. The 8 fr. Sheath was exchanged for a 9 fr. Sheath was removed and manual compression was held. There was no report of any adverse pt sequelae. Although requested, add'l info has not been made available.